Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. Although it was confirmed that the customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair, the specific reprocessing steps were not provided so it is unknown if there were any deviations from the instructions for use (IFU). It was also noted that the bending section cover was detached but the relevance of this to the foreign material residue is unknown. The event can be prevented by handling the device in accordance with the following IFU: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited a foreign object in the bending section cover. There were no reports of patient involvement.